Manufacturer narrative:
As reported, the patient experienced unbearable parietal pain, chronic fatigue and memory loss and pain in both legs post implant of bard soft pre-shaped mesh. Reportedly, the patient was treated with pain medication, however it is reported that the medication was ineffective and patient subsequently underwent removal of the mesh. No additional information can be requested. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per ansm n° r2609569: as reported, the patient was implanted with bard soft pre-shaped mesh on (B)(6) 2020. The patient underwent removal of the mesh on (B)(6) 2021. Date of occurrence: on (B)(6) 2020. Description of the incident: "unbearable parietal pain. Chronic fatigue. Memory loss. Pain in both legs. Painkillers ineffective." Patient¿s current condition: loss of independence. Intractable pain making any social life impossible. Actions taken at the healthcare facility to manage the patient: n/a.